Event description:
It was reported that a spectrum iq infusion pump was "not flowing/pumping at correct rate". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "not flowing/pumping at correct rate," was able to be reproduced. The device delivered out of the acceptable tolerance range during flow rate testing. A review of the event history log revealed an infusion of potassium run programmed at a rate of 50 ml/hr and a vtbi of 100 ml. The pump alarmed "air-in-line!" And "upstream occlusion!" During the infusion. No further conclusions can be drawn from the ehl at this time. The customer did not provide any infusion or set up parameters. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate assembly being out of adjustment. The pressure plate assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.